Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. Subsequently the patient underwent skin revision surgery on (B)(6) 2017 to remove the excess skin. The implanted device remains.